Event description:
The technician alleged the left head brake caster and would swivel in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.